Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the pump was not returned to mmdg the complaint could not be investigated. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "would not run" and would not alarm. The initial reporter stated that the pump was not being used by a patient at the time of the complaint, but did not provide any additional information. (B)(4).